Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), there were glistenings noted on the implanted lens. There is no reported patient impact and the lens remains implanted. The surgeon reports the glistenings are gradually decreasing. Additional information was requested and received reporting the patient mentioned it looked like a rainbow when he saw light during night driving. The surgeon reports the symptom might be temporary postoperative inflammation.

Manufacturer narrative:
Additional information provided. The product was not returned. The provided photos were reviewed by global device medical safety: evaluation of provided picture: the visible opacification in diffuse pattern looks like edematous cornea and/or lens epithelial cell ongrowth on the one half of the photo while the clear media is visible on the other half pertaining possible comparison of initial and follow-up visit. Based on this static mode it is difficult to determine which iol was implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company iii (d) cartridge and a qualified handpiece. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Photo evaluation by global device medical safety : evaluation of provided picture: the visible opacification in diffuse pattern looks like edematous cornea and/or lens epithelial cell ongrowth on the one half of the photo while the clear media is visible on the other half pertaining possible comparison of initial and follow-up visit. Based on this static mode it is difficult to determine which iol was implanted. The manufacturer internal reference number is: (B)(4).